Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the lead had dislodged. After unsuccessful repositioning, the lead was explanted.

Event description:
It was reported that during the implant procedure, the lead appeared broken at the proximal end. The damage was noticed upon opening of the package and before the implant attempt. The device was not use in the patient. No patient complications have been reported as a result of this event. The stylet was returned to the manufacturer, analyzed, and tested out of specification.